Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
The event of ipg explant/ replacement due to pain at ipg site was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had their ipg explanted and replaced on 15nov2019. Issue was resolved post op.